Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
Inserter broke inside button when implanting. Additional information 04/09/2021: it was reported that during a rotator cuff repair with a proximal biceps tenodesis, the tip of the ar-2990, inserter broke in the button. No piece of the implant broke just the inserter and all fragments were recovered. The case was completed using another proximal biceps kit. The device was discarded and not available to send in.